Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's ins was removed and a new ins was placed on the other side of her body. The caller stated that she just had "all kind of problems with the first one". Patient services asked the reason for this, but the caller would not answer or provide clarification after multiple questions. Patient services is unsure why the ins was removed and placed on the other side of her body. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A response to the letter was received. The patient was asked to clarify what kind of problems they were having when first implanted and they stated they developed an infection that turned into sepsis, they had the device removed as a result and a second device had been implanted on the left side.